Manufacturer narrative:
Date of event is an approximate. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that tha patient has been experiencing difficulties with this inflatable penile prosthesis (ipp). The patient states that the device cannot get erected, and it's constantly semi rigid, as there is no an actual difference in the state of the device after pumping. No further information has been reported.